Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip.

Event description:
The customer reported via phone call that insulin pump had broken. The blood glucose at the time of the incident was 195 mg/dl. Customer was assisted with troubleshooting and stated that the reservoir locks in place when inserted into the pump. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will be returned for analysis.